Event description:
It was reported that the patient had moderate pericardial effusion. The patient had a chronic cough which was present before the leads were implanted. A chest CT scan was performed but the results were not available. Electrocardiogram was noted to be all normal and echocardiogram showed no tamponade. The leads remain in use. No further patient complications have been reported as a result of this event. The patient is enrolled in (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.